Event description:
The patient was wearing the pod on the arm for between 24 to 36 hours when a loss of communication occurred overnight, followed by instruction to change the pod, indicating therapy interruption and deactivation. The patient applied a new pod. Prior to the event, glucose was approximately 65 mg/dl. Subsequently, glucose increased to greater than 600 mg/dl, with fingerstick confirmation of 598 mg/dl and positive ketones, accompanied by dizziness and nausea. On (B)(6) 2026, the patient sought medical attention at a workplace medical facility and received intravenous fluids and a 30-unit insulin injection. High blood glucose was reported as the diagnosis. Symptoms improved following treatment, with nausea ongoing at the time of contact. The patient reported use of non-expired insulin with no recent medication changes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.2. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.